Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no information to judge deviation from the instructions for use (IFU) was identified. Olympus provided the following result of the culture test, performed at the third-party labs: 1st.sampling report date: (B)(6) 2023. Sampling from: all channel. Cfu: 6cfu/endoscope. Bacterial identification: bacillaceae. 2nd.sampling report date: (B)(6) 2023 sampling from: auxiliary water channel cfu <1 cfu. Bacterial identification: unknown. Sampling from: biopsy channel, suction channel. Cfu < 1 cfu. Bacterial identification: n/a. Sampling from: air water channel. Cfu >1 cfu. Bacterial identification: n/a. Sampling from: total. Cfu >1 cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis exera iii colonovideoscope was repaired on (B)(6) 2023 and has been sampled five times since. The subject device has not been used to carry out patient examinations for over 4 months. The fifth sampling on (B)(6) 2023, the water jet and operator portions detected less than 5 colony forming units (cfus) of unspecified contaminates. The suction, air/water, and global portions detected 26 cfus of unspecified contaminates. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. There was no patient contact after the device in-service. Water was aspirated through the instrument/suction channel with a suction pump. The device passed the leak test. The detergent used was anios. The following are brushed points: instrument/suction channel, suction cylinder, and instrument channel. The device was rinsed before manual disinfection. The disinfectant used was anioxyde 1000. All channels were flushed with and immersed into the disinfectant. Filtered water was used for rinsing after disinfection. The concentration and expiration date of disinfectant was controlled. The endoscope was stored in a container prior to sampling. 03oct2023, was the last date the device was processed. The device was processed three times before collection. The endoscope was not used for examination while awaiting sampling results. The device has not been used on any patients since returning from olympus on 28jun2023. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.